Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf catheter and within 7 days of the procedure the patient had expired. After 30 minutes since the procedure's commencement, the patient lost consciousness and respiratory arrest was observed. ECG (electrocardiography) showed junctional rhythm. Immediate cardiopulmonary resuscitation was initiated, and the patient was resuscitated after approximately 20 minutes. The procedure was interrupted and terminated. Ablation was not performed before pericardial effusion or tamponade was identified. The date of death is unknown, but within 7 days after the procedure date. The cause of death and the clinical course are unknown, as the attending physician could not be contacted. However, cardiogenic shock is suspected and based on the information that post-resuscitation, hypoxic encephalopathy occurred along with a possibility of cerebral edema. The physician¿s opinion on the cause of this adverse event was that the catheter manipulation was difficult when the catheter was advanced into the rvot (right ventricular outflow tract) and contact might have been elevated at multiple sites. The report indicated that during premature ventricular contraction (pvc) procedure with thermocool smarttouch sf catheter originating from the free wall of the rvot, under fluoroscopy, the catheter manipulation occasionally resulted in a contact force over 40g. The ablation was conducted twice to the re-early site at approximately 30w/ai580, with a force of 4-45g for about 45 seconds each. Because sedation was not administered, a significant patient¿s body movement was observed, so several ¿learn new¿ actions were performed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8ml/min. The complaint product(s) will be returned for analysis. The information received indicated that the intervention provided was immediate cardiopulmonary resuscitation. The outcome of the adverse event was that the patient's condition had improved. The clinical course was that the patient developed hypoxic encephalopathy after cardiac arrest. The physician assessment of the health problem was serious. Prolongation of hospital stay was reported. The cf (contact force) monitoring method was real time graph, vector, and visitag. The visitag coloring setting was tag index. No abnormalities observed prior/during use of the product. The energy delivered for ablation was rf (radiofrequency) prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. The event occurred after the ablation. The patient did not require cardiac surgery. No error messages were observed on biosense webster equipment during the procedure. The settings for power and time were power: 35w and time: around 45 seconds. The physician¿s opinion on the cause of this adverse event was that the catheter manipulation was difficult when the catheter was advanced into the rvot and contact might have been elevated at multiple sites. The ablation phase was not the direct cause. It is also considered that the delay in recognizing cardiac tamponade and the subsequent delay in initiating resuscitation and management contributed to the death. While resuscitation was being performed, surface ultrasound showed pericardial effusion. Pericardiocentesis (amount unknown), vasopressor administration, cardiac massage, and temporary pacing were performed. The outcome of the adverse event was death. The relevant tests/laboratory data indicated that during the procedure, while resuscitation was being performed, surface ultrasound showed pericardial effusion. The number of performed ablations was 2 with rf energy and outside the pulmonary veins. No ablations were performed within the pulmonary veins. One catheter was used for each exchange. No transseptal puncture was performed. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were real time graph, vector, and visitag. The color option used prospectively was tag index. Smartablate generator/pump were used for the procedure.

Manufacturer narrative:
On 10-jun-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31742594l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).